Manufacturer narrative:
Updated: b5, d9, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the rhino-laryngofiberscope exhibited contamination on the lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rhino-laryngo fiberscope exhibited the lens had debris in it. The issue occurred during service / maintenance (not in a clinical setting). There was no patient involvement.